Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
A request was made to have the image quality verified on the 9900 system. There was no report of patient injury.